Event description:
The article, "percutaneous closure of a left ventricular pseudoaneurysm using a post-infarct vsd device guided by intracardiac echocardiography", was reviewed. The article presented a case study of a (B)(6) year-old female patient with a history of radiation induced heart disease. It was reported that on an unknown date in 2023, a 25mm epic plus mitral valve was chosen for mitral valve replacement. The patient additional underwent concomitant bio-bentall aortic valve replacement with a 21mm konect valve. During a routine follow-up on an unknown date in 2024, a narrow-necked contrast-filled saccular outpouching measuring 4.8x3.0x4.0cm arising from the left ventricle's posterobasal wall was noted via computed tomography angiogram (cta) and confirmed by a left ventriculogram. The neck connected the left ventricle to a pseudoaneurysm measuring 1.7x1.6cm. A decision was made to perform percutaneous closure with an unknown 20mm post-infarct venticular septal defect device. Left ventricular angiogram and intracardiac echocardiography confirmed proper seal and showed no residual leak or interaction with the heart valves. The patient was discharged the following day and noted doing well at three month follow-up. [The primary and corresponding author was omar jafar, macon & joan brock virginia health sciences eastern virginia medical school at old dominion university. Internal medicine department, 825 fairfax ave #445, norfolk, va 23507, USA, with corresponding email: omarjafar98@outlook.com ].

Manufacturer narrative:
As reported in a research article, percutaneous closure of a left ventricular pseudoaneurysm using a post-infarct vsd device guided by intracardiac echocardiography. Information from the field indicated that the patient underwent mitral valve replacement with a 25mm epic plus valve and a bio-bentall aortic valve replacement using a 21mm konect valve. A follow-up revealed a left ventricular pseudoaneurysm (4.8×3.0×4.0cm) connected by a 1.7×1.6cm neck. Percutaneous closure was performed using a 20mm post-infarct vsd device, with imaging confirming a proper seal and no valve interference. The patient was discharged the next day and remained well at three-month follow-up. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It may have occurred due to procedural issues or patient-related complications, but this could not be confirmed. The reported surgical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: percutaneous closure of a left ventricular pseudoaneurysm using a post-infarct vsd device guided by intracardiac echocardiography.

Event description:
The article, "percutaneous closure of a left ventricular pseudoaneurysm using a post-infarct vsd device guided by intracardiac echocardiography", was reviewed. The article presented a case study of a 55-year-old female patient with a history of radiation induced heart disease. It was reported that on an unknown date in 2023, a 25mm epic plus mitral valve was chosen for mitral valve replacement. The patient additional underwent concomitant bio-bentall aortic valve replacement with a 21mm konect valve. During a routine follow-up on an unknown date in 2024, a narrow-necked contrast-filled saccular outpouching measuring 4.8x3.0x4.0cm arising from the left ventricle's posterobasal wall was noted via computed tomography angiogram (cta) and confirmed by a left ventriculogram. The neck connected the left ventricle to a pseudoaneurysm measuring 1.7x1.6cm. A decision was made to perform percutaneous closure with an unknown 20mm post-infarct venticular septal defect device. Left ventricular angiogram and intracardiac echocardiography confirmed proper seal and showed no residual leak or interaction with the heart valves. The patient was discharged the following day and noted doing well at three month follow-up. [The primary and corresponding author was omar jafar, macon & joan brock virginia health sciences eastern virginia medical school at old dominion university. Internal medicine department, 825 fairfax ave #445, norfolk, va 23507, USA, with corresponding email: omarjafar98@outlook.com ].